Event description:
On (B)(6) 2012, the patient contacted animas, alleging the keypad buttons were intermittently unresponsive and at times would scroll screens. The patient denied damage to the keypad. The patient reportedly wore the pump in a case, attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): during investigation, the keypad was found to be fully intact; no damage was observed. The keypad symbols were worn off, which has no effect on insulin delivery. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and down arrow buttons were sticking, hyper-responsive and caused scrolling; the contrast button was found to be unresponsive. There was evidence of contamination found under all key contacts and the up arrow button contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.